Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that air embolism and arrhythmia occurred. An opticross hd was selected for use. The catheter was more difficult to flush than usual. During the procedure, repeated image losses were experienced, ranging from greying to complete blackout. Although the image remained intermittently visible, it was consistently weak. Despite appropriate flushing, persistent air bubbles were present, resulting in air embolism and arrhythmias that required treatment with medication. The procedure was successfully completed and the patient fully recovered.